Event description:
It was reported that during a total hip arthroplasty procedure at the healthcare facility, the femoral bone was damaged by the claws of the outer sheath of the anchoring pin, and that the outer sheath and the inner screw were stuck. It was reported that a bone graft was performed due to the event. The procedure was completed successfully, and without a delay.

Manufacturer narrative:
The device was not returned for evaluation; therefore, the reported event could not be confirmed. No damage was observed to the pin and the claw was moveable prior to use.

Event description:
It was reported that during a total hip arthroplasty procedure at the healthcare facility, the femoral bone was damaged by the claws of the outer sheath of the anchoring pin, and that the outer sheath and the inner screw were stuck. It was reported that a bone graft was performed due to the event. The procedure was completed successfully, and without a delay.

Manufacturer narrative:
Device not received for evaluation at this time.